Event description:
The patient developed atrioventricular block (avb) after implant requiring surgical removal six (6) days post-implant.

Manufacturer narrative:
During manufacturing, this device underwent a series of inspections for broken wires, shape likeness and general uniformity. A review of manufacturing documentation confirmed this device successfully completed these tests. The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. No further information was received, including imaging to confirm sizing and other parameters associated with the implant procedure.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the central control monitor displayed "art check sensor" error message. No other details regarding the nature of the event were provided. The user reported the surgical procedure was completed successfully, and there was no adverse consequences to the patient as a result of this event.